Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery. The cause for the failure was isolated to a physically damaged j5 connector. The connector was broken from the bedside pca. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's charger/modem was producing was producing charger faults.